Event description:
It was reported that when using the pyxis medstation es system unexpectedly stopped responding. A customer indicated that the user had experienced a delay in dispensing medication as a result of the reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the interface has been non-operational for nearly an hour, impacting all pyxis systems. A technical service specialist has verified this situation and advised the customer to reach out to her health information technology team and also indicated that the issue originates from thebpharmacy automated dispensing equipment interface, while confirming that care coordination engine is functioning properly and orders are being processed. The system functioned as intended after the technical service specialistr troubleshoot the device.